Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers nd technicians are listed below. Visual inspections & results: electrical continuity, yes; paddles function properly, yes and shaft rotate properly, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was connected to an everest model 8751 generator at a power setting of 40. The instrument performed according to design specs when energized in steak tissue. It was concluded that the instrument was conforming to design specs. The experience the customer reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during an unknown procedure the bipolar forceps did not coagulate. The case was complete by opening a new forcep which worked fine. There is no other information available. There was no consequence to the patient.